Manufacturer narrative:
Device evaluation by MFR: the synergy xd mr ous 2.25 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found a kink located at 2.1 cm distal from the distal end of the strain relief. Two break were also identified on the hypotube shaft at 3.3 cm and 6.9 cm distally to the distal end of the strain relief. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex. A 2.25 x 38mm synergy xd drug eluting stent was selected for treatment. When the device was removed from the sterile pouch, the shaft was bent. The physician stretched the shaft to straighten the bend and the proximal shaft which was slightly right before the hub was separated. The procedure was successfully completed with a 2.25 x 38 mm non-bsc stent. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified circumflex artery. A 2.25 x 38mm synergy xd drug eluting stent was selected for treatment. However, when the device was removed from the sterile pouch, the shaft was bent. The physician stretched the shaft to straighten the bend but the proximal shaft located slightly right before the hub separated. The procedure was successfully completed with a 2.25 x 38 mm non-bsc stent. No patient complications nor injuries were reported.